Event description:
It was reported that the health care provider turned patient device off for a procedure not related to device/ therapy. It was reported that patient was not feeling stimulation while therapy was off. The patient device was turned on and it resolved that situation. It was reported that patient was not feeling stimulation in the correct location and increasing amplitude did not resolve the reported issue. The patient reported increasing urination and was noted as sudden. The patient would be seeing their health care provider on thursday of this week to follow up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the step taken to resolve the lack of stimulation was indicated that the client was adjusted by the health care provider up to 3.2 and also gotten botox. It was not working. No control over urine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.